Manufacturer narrative:
B3 date of event: unknown, used the first date of the aware month. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced recurrent urinary tract infections (uti) with the neurostimulator. There were no additional patient complications reported.

Manufacturer narrative:
Correction to section g: MFR site address 1. B3 date of event: unknown, used the first date of the aware month. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced recurrent urinary tract infections (uti) with the neurostimulator. There were no additional patient complications reported.

Manufacturer narrative:
B3 date of event: unknown, used the first date of the aware month additional product code: qon detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced recurrent urinary tract infections (uti) with the neurostimulator. There were no additional patient complications reported.